Event description:
It was reported that: 13cm arrow one lumen cvc that we removed from a five-year-old girl with chronic osteomyelitis. The catheter was broken just below the tip. The catheter was placed in a normal internal jugular position for a short period of time without having been exposed to any force. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). The customer report of a catheter body cut/torn was confirmed by visual inspection of the customer supplied photo. The customer photo shows a catheter body with a cut/tear approximately 1 cm from the distal tip, however, no conclusions about the cause of the damage can be determined based on the photo alone. Full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 13cm arrow one lumen cvc that we removed from a five-year-old girl with chronic osteomyelitis. The catheter was broken just below the tip. The catheter was placed in a normal internal jugular position for a short period of time without having been exposed to any force. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4).